Event description:
It was reported that some debris came off the cystovideonephroscope during diagnostic cystoscopy procedure into the patient's bladder. There were no reports of patient injury, death nor any infection. The procedure was prolonged (unspecified) due to the issue. There was a procedural delay while the doctor tried to basket the debris out but could not catch the debris in the non-olympus basket. The patient urinated the debris and is in "good standing. Another cystoscopy was performed last week. The procedure was completed successfully. The patient outcome was not affected as a result of the issue.